Event description:
It was reported that an orbera365 intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2025, it was reported to boston scientific corporation that after four months the patient reported blue color urine most likely with methylene blue. The balloon was removed endoscopically. There were no patient complications as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopy procedure.